Event description:
Agent reported a prometra ii 20 ml pump that is unable to be aspirated or refilled. The office attempted to refill the pump on (B)(6) 2020, but they could not aspirate or push any medication. The patient then came back on (B)(6) 2020 with the same issue. The office changed refill kits, confirmed that they were using a refill kit, attempted without tubing, and changed the syringes, but the issue persisted. Pump was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Product return was requested. Pending return of the explanted pump for further evaluation. Internal complaint #: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Engineering was able to successfully refill the pump and remove the fluid from the reservoir without issue. The pump was refilled a second time without issue. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. As the device performed per specification during investigation, a root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending further follow-up information, including potential explant date. Product return will be requested. Internal complaint #: (B)(4).

Event description:
Agent reported a prometra ii 20 ml pump that is unable to be aspirated or refilled. The office attempted to refill the pump on (B)(6) 2020 but they could not aspirate or push any medication. The patient then came back on (B)(6) 2020 with the same issue. The office changed refill kits, confirmed that they were using a refill kit, attempted without tubing, and changed the syringes, but the issue still persisted. The physician wants to proceed with an explant.